Event description:
It was reported that a blincyto cassette was changed for a four-day infusion and on the third day the patient returned to the hospital to report a leak at the filter. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: g3:france. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.